Event description:
It was reported that a farawave catheter was selected for use for a pulse field ablation (pfa) procedure to treat atrial fibrillation. Prior to procedure, when the guidewire was in the catheter, the catheter could not be irrigated. Attempt to irrigate the catheter then at this point without the guidewire inserted in the catheter was also unsuccessful. However, earlier in preparation, irrigation of the catheter was possible. It was also reported that a fluid leak occurred. The catheter was replaced and procedure was completed without patient complications. It was further reported that there was no leak in the catheter or in the sheath contrary to what was initially reported. There was just an inability to irrigate the catheter during preparation. Additionally, no damage was observed in the luer.

Manufacturer narrative:
B5: describe event or problem: updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: device codes: updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use for a pulse field ablation (pfa) procedure to treat atrial fibrillation. Prior to procedure, when the guidewire was in the catheter, the catheter could not be irrigated. Attempt to irrigate the catheter then at this point without the guidewire inserted in the catheter was also unsuccessful. However, earlier in preparation, irrigation of the catheter was possible. It was also reported that a fluid leak occurred. The catheter was replaced and procedure was completed without patient complications.